Event description:
It was reported that there was a revision due to anthem screws backing out of the plate and some of the screw heads shearing off.

Manufacturer narrative:
The device was not available for evaluation. No determination could be made as to the cause of the reported issue.

Event description:
It was reported that there was a revision due to anthem screws backing out of the plate and some of the screw heads shearing off.

Manufacturer narrative:
An anthem ti lateral narrow distal femur plate, left, 9 hole, 234mm (1195.1209) had locking screws back out in the distal end of the plate post-operatively requiring revision surgery. The plate was implanted on (B)(6) 2025 and the revision surgery to remove the plate and screws occurred on (B)(6) 2025. It was confirmed that the 7nm torque-limiting t-handle 6206.2707 was used to final tighten the screws. X-rays show that the patient had a total knee replacement. The x-rays provided show that none of the screws were colliding with or touching the knee replacement. The patient also presented as obese with hypertension and had a previous gastric bypass surgery. This could have potentially affected the plate/screw interface failure as bone mineral density tends to decline following gastric bypass surgery, hypertension tends to slow down the bone healing process, and obesity puts additional stress on the implants and fracture. Imaging of the plate showed deformation of the plate polyaxial sweeps consistent with what would be expected following locking screw placement. Thread cutout in the top surface of the plate screw holes indicate that some of the screws were inserted at an angle. It is unclear whether the screws were inserted past their maximum recommended angulation. Measurement of the unused screw holes in the plate were within dimensional specifications. This evaluation determined that this failure exceeds expected risk, the patient had multiple contraindications for receiving an anthem distal femur plate; therefore, no further actions will be taken at this time. The following sections were updated for this supplemental report: a1, b4, e1, e2, e3, g3, g6, h3, h6, h10.